Event description:
Unomedical reference number (B)(4). Event occurred in canada. On 24-june-2024, it was reported that the patient faced infusion set fell off after insertion. No further information available.

Manufacturer narrative:
Initial and final MDR 1921043 -MDR 3003442380-2024-16521 device 1 of 2. E1: patient city: (B)(6). Patient country: canada.